Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that peritonitis might have been related to "bowel" however, the cause remains unknown. At the time of this report, the patient has "improved" from the infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced an "infection from peritonitis". The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.